Event description:
A malfunction alarm was reported without any notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and after resetting, the malfunction did not recur. The customer continued to use the pump for insulin therapy.